Event description:
It was reported that the power cord got burnt and started to smoke, no lights showed on communicator. No adverse patient effects reported. Technical services (ts) referred patient to clinic for a new communicator.